Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2025, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy has a leak in his diaphragm. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that this patient has a pre-existing diaphragmatic leak with a permanent pleurx drain (not a fresenius product) indwelling. Currently, the patient has declined surgical repair of the diaphragmatic defect. The nurse stated that diaphragmatic leak (pleural effusion) is a chronic condition that requires manual empty from the pleurx drain (via a home care nurse) as well as regular thoracentesis in the hospital. The patient is still able to continue pd with the fresenius cycler, per doctor¿s orders despite the chronic nature of the diaphragmatic leak (pleural effusion). The nurse stated that the patient¿s diaphragmatic leak was not caused by a malfunction with the fresenius cycler. The pd nurse confirmed that there is no documentation by any medical doctor that this event was caused by pd therapy/product. The nurse indicated the diaphragmatic leak is due to a patient physiological defect in the diaphragm.

Event description:
On 26/nov/2025, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy has a leak in his diaphragm. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that this patient has a pre-existing diaphragmatic leak with a permanent pleurx drain (not a fresenius product) indwelling. Currently, the patient has declined surgical repair of the diaphragmatic defect. The nurse stated that diaphragmatic leak (pleural effusion) is a chronic condition that requires manual empty from the pleurx drain (via a home care nurse) as well as regular thoracentesis in the hospital. The patient is still able to continue pd with the fresenius cycler, per doctor¿s orders despite the chronic nature of the diaphragmatic leak (pleural effusion). The nurse stated that the patient¿s diaphragmatic leak was not caused by a malfunction with the fresenius cycler. The pd nurse confirmed that there is no documentation by any medical doctor that this event was caused by pd therapy/product. The nurse indicated the diaphragmatic leak is due to a patient physiological defect in the diaphragm.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s chronic pleural effusion due to a diaphragmatic leak. The chronic nature of pleural effusion is managed by an indwelling pleurx drain (not a fresenius product) and regular thoracentesis. Pleural effusion is not uncommon in pd patients due to migration of pd solution into the thoracic space from intra-abdominal pressure with the presence of pleuroperitoneal communication. However, currently there is no objective evidence that a liberty select cycler malfunction or product deficiency caused this event.